Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to suspected myopotential oversensing and small morphology. Evaluation was performed and noise was able to be reproduced in all sensing vectors with isometrics. By physician report, by x-ray, the position of the device and electrode appear appropriate, but device was not implanted at that facility so no implant x-rays for comparison. Boston scientific technical services (ts) discussed x-rays in multiple positions for evaluation and that no apparent programming options were available to reduce the issue. No adverse patient effects were reported. At this time, no further information is available. Further information was received that the patient had lost a significant amount of weight. An x-ray was performed, and it appeared that the electrode had migrated inferior, but the field representative was attempting to get previous x-rays for comparison. The patient was prone to infection and the physician was concerned about a potential revision procedure. There were no signs of infection with the s-ICD system, but the patient was being treated for an infection from a dialysis port implant, and until that infection clears, no further action was planned for the s-ICD system, and it remains off.